Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced loss of insulin delivery during a supply change, with prolonged priming attempts yielding no drops with a reported blood glucose of 207 mg/dl, until a subsequent complete supply change restored flow, consistent with an occlusion related to the infusion set and insulin path. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting guidance and successful resumption of insulin after supply replacement and priming. Customer care provided support that included guided troubleshooting, a dry run verification, visual checks of the cartridge and plunger position. Investigation of this case revealed an occlusion that was resolved after replacing supplies and re-priming, with no observed cartridge damage and no site issues, indicating a transient flow obstruction within the disposable fluid path. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable pathway occlusion that resolved with supply change.